Manufacturer narrative:
(B)(4). The explanted device was not returned to bsn as it was discarded by the medical facility. It is indicated that the device will not be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. A review of the device history records will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed.

Event description:
A report was received that the patient had severe pain post implant procedure. It was noted that the pain was at the rib and gut on the right side. An x-ray was taken and result was inconclusive. The patient underwent a procedure wherein a lead was explanted per physician's preference. The patient was reportedly doing well postoperatively.